Event description:
The customer's father reported a blank display. Troubleshooting was performed, but the display remained blank. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a problem with the motherboard. The insulin pump also had a bleeding liquid crystal display.